Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/5/2021. H.6. Investigation: one open 31g x8 mm pen needle sample and two photos were returned from an unknown lot. No. Unknown, cat. No.320102. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that during use with a bd pen ndl 31ga 8mm needle was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, drug didn't come out.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd pen ndl 31ga 8mm needle was unable to deliver medication. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, drug didn't come out.